Event description:
It was reported that a tandem mobi cartridge alarm occurred during the load process. The customer's blood glucose level did not exceed 500 mg/dl, so there was no adverse impact. To resolve the issue, the caller reloaded the cartridge until the pump accepted it and resumed insulin delivery. Technical support advised the caller to contact them again if the alarm reoccurs and attempted to transfer the caller to clinical for further assistance, also planning to send an email to clinical.